Event description:
It was reported that during a lap roux-en-y procedure there was one staple at the proximal portion of the staple line at outer most row that was twisted and malformed. The surgeon placed a few sutures over the area. A drain was put near the gastric pouch for precautionary reasons. The trocar that was being used in the procedure was also leaking when the device was inserted through the trocar. The case was completed with no patient consequence. (B)(6).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.